Manufacturer narrative:
Other, other text: one cadd cassette reservoirs - flow stop was returned for analysis. The sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination. The cassette was in good condition with a tube not manufactured by smiths medical of tijuana. Accuracy testing was performed using a cadd legacy plus model, the accuracy test was passed successfully. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event as described. ? The cassette bonding operation in the cassette line was reviewed; no discrepancies were found. The bag loading operation in the cassette line was review; no discrepancies were found. No cause of issue was determined since the complaint was not confirmed due the fact that no issues were found with the product.

Event description:
Information was received indicating that medical fluid remained in a smiths medical cadd cassette reservoir than indicated on the display. No patient consequences were reported. No adverse effects were reported.